Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Concomitant products: unk bone cement (manufacturer unidentified). (B)(4).

Event description:
A literature article was received, entitled: "progressive osteolysis with hematoma following revision total hip arthroplasty using hydroxyapatite mesh: a case report¿, by shougo matsuda, et. Al, published in journal of orthopaedic case reports 2018 july-august : 8(4):page 25-28. Authors reported an extremely rare case with osteolysis and hematoma that progressively expanded in a short period of time after revision tha using ha mesh, which seemed to be caused by, crushed ha and resulted in osteolysis accompanied by hematoma. This case revealed that ha may have a possibility of causing osteolysis or hematoma after tha. This complaint addresses components revised prior to the events of the study topic. The single study subject had an initial hip revision in 1997, to address femoral stem and cup loosening of a cemented depuy charnley monobloc femoral stem with 22 mm head, and a cemented depuy charnley all-polyethylene acetabular cup (primary surgery in 1986). The specific interface(s) of loosening were unspecified, and the cement manufacturer was unidentified. The study subject was simply identified as a (B)(6) year old woman at the time of the 2nd revision surgery in 2011 when the above mentioned ha mesh was used. Therefore, her age at the time of her first revision surgery was (B)(6).